Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Review of the transmission revealed, the patient's implantable cardioverter defibrillator (ICD) was under-sensing ventricular beats. Programming changes were discussed, no intervention was performed. There were no patient consequences.